Event description:
During patient use, customer reported that the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR " error message upon powering on. No consequences or impact to the patient.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.